Event description:
Customer reported an issue where the cartridge did not fully snap into the pump, though it was delivering insulin without problems. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect the pump and attempt to reload the original cartridge, which was unsuccessful. Technical support then helped the customer fill a new cartridge and follow the on-screen instructions to load it, ensuring it clicked into place. The customer successfully completed the loading process and resumed insulin delivery.